Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states they could not advance the guide wire because the catheter was occluded. This was noticed prior to use, a new catheter was used, and there was no injury to the patient.